Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2008-00257 and 3003742446-2008-00259.

Event description:
The patient was admitted to the hospital with chest pain. Angiography was done and it showed stent thrombosis as well as stent fractures on all three stents implanted in the right coronary artery. The patient was treated with the implant of taxus stents.